Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and engineering investigation, and an evaluation of the returned device. The instrument was functionality tested and the defect reported was confirmed. The knob was found not attached to the center rod due to the missing pin. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: surgeon tried to store the distal end of the instrument by sliding the instrument into glisson's capsule, but parts of the handle was broken. It was found that the handle and the shaft had been detached. Therefore, it was unable to store the tip. Surgeon removed the instrument from the glisson's capsule. Opened another. The operation was completed without problem. The last patient status: good. No further incident. Operating time not extended. Additional tissue resection: yes. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).